Manufacturer narrative:
The field service engineer cleaned the analyzer and exchange the sipper nozzle and vacuum nozzle. Ise checks and precision testing was performed and were acceptable. The patient samples were repeated and the results were comparable to the repeated results. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect results for two patient samples from the cobas 8000 cobas ise module. Sample 1 initial results were chloride 104.72 mmol/l, potassium 3.92 mmol/l, and sodium 142.58 mmol/l. These results were reported outside of the laboratory. The repeat results were chloride 79.45 mmol/l, potassium 5.14 mmol/l, and sodium 167.14 mmol/l. The reported results were amended. Sample 2 initial results were chloride 114.48 mmol/l, potassium 4.53 mmol/l, and sodium 153.56 mmol/l. The repeat results were chloride 85.05 mmol/l, potassium 5.35 mmol/l, and sodium 163.69 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.